Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation it was noted that there was a loss of capture and decrease in sensing on right ventricular lead(rv lead). Dislodgement was confirmed on the rv lead. The lead was repositioned on (B)(6) 2021. The patient was in stable condition.